Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 27-sep-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that one lead is protruding from the patient's scalp. The patient was scheduled for a lead revision on (B)(6) 2018. No further complications were reported.